Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: field d4. Catalog should be ¿unk_smart touch unidirectional sf.¿ note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
The report indicated after cardia ablation with smart touch catheter, the patient coded, and pericardiocentesis was conducted followed by a drain placement and prolonged hospitalization. Post procedure when the patient was taken to their room, the patient coded. A pericardiocentesis was performed in the intensive care unit. The patient was then taken to the cath lab where another pericardiocentesis was performed. One liter of fluid was removed and 2 units of blood given to the patient. It is not known if the amount of fluid reported was removed in the intensive care unit, removed in the cath lab, or if it¿s the total amount removed. The pericardiocentesis tube was left in place. The nurse informed them that "the patient is doing good, and the drainage tube might come out. There was no indication during or after the procedure that there were any issues. The physician confirmed via intracardiac echocardiography (ice) pre and post procedure that there was no effusion present. Not known what caused the code and/or pericardiocentesis. Not known if any other intervention was performed or what the next plan is for the patient. The patient was stable during the procedure. During the procedure there was a 505 "magnetic error" and the pentaray displayed a catheter sensor error. The pentaray was exchanged, and the error appeared to be caused by fluid in the catheter connector port. There were no errors, and a new map was created. Additionally, during the procedure the arrhythmia was not inducible with the medication that was given. The physician requested that the patient be woken up. When the patient awoke, they were moving, and it was noticed that the wrist and lap restrains were not placed. The patient was restrained. The physician then wanted to go transseptal but there was no foley in place. A purwick external catheter was placed, and the patient was then sedated again. The system prompted to learn new, but the nurse repositioned/moved the patient so that the patches lined up to where they originally were. They did no remap or create a new map. The learn new message disappeared and the procedure was continued. The procedure took 9 hours, and the patient only had a purwick. The customer's reported magnetic sensor with the pentaray and the software ¿learn new¿ issue with the carto 3 system are not considered to be MDR reportable issues since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote.